Manufacturer narrative:
The "date of event", "model #", "serial #", and "patient identifier" have not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges they fell and broke their leg while operating a wheelchair.

Manufacturer narrative:
After receiving further information, this was determined to be a duplicate file of 2530130-2019-00050.

Event description:
Consumer alleges they fell and broke their leg while operating a wheelchair.